Event description:
It was reported that the patient presented remotely via (B)(6).net. The implantable cardioverter defibrillator (ICD) was experiencing t wave over-sensing. No interventions were reported. The patient was stable.